Event description:
Patient's rooms are equipped with ceiling mounted horcher patient lifts. A patient was being transferred from a litter to hospital bed with the intent of using the lift. As the lift was being positioned for use, the motor housing and lifting bar came off the rail and fell to the floor. The staff member operating the lift was struck in the arm. The patient was not injured and was admitted to another room. This is a medical device used to lift or reposition patients by lifting the patient using a sling attached to a bar that is attached by cable to a motor housing. The motor housing is activated using a wired hand-held remote. There are intersections of rails that the motor housing glides on and each junction is protected with electronically activated steel pins that extend across the rail preventing the motor housing from passing. It is suspected that the switch or controller unit failed that resulted in a failure to activate the safety features. The motor housing was able then to move past the pin to the open end of the rail and fall.